Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The component was analyzed and an error 23008 was found that indicated a pot to encoder fault on the usm yaw axis. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the reported error 23008 got triggered thus, replicating the reported event. The usm was then installed onto a psc fixture test platform (pftp) where the agc current failed on yaw. The probable root cause can be attributed to sensor errors on yaw searchlight assembly that caused reported failures on usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) on patient side cart (psc) to resolve the reported issue. The system was tested and verified as ready for use. Isi has received the usm; however, failure analysis investigations are under progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci assisted cholecystectomy surgical procedure, the universal surgical manipulator (usm) on patient side cart (psc) was faulting with errors that would not clear. The customer performed multiple power cycles along with a hard reboot and emergency power off (epo) of psc but, with no change. The customer elected to disable the usm and proceed with three usms. The procedure was completing as planned with no reported injury.